Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator migrated in the pocket, the patient experienced discomfort. A pocket revision was performed and the device was repositioned on (B)(6) 2016. The patient's condition was good post procedure.